Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, the device delivered an alert for non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were recommended but being evaluated if applicable for the patient. The patient condition is fine.